Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right atrial (ra) lead experienced multiple syncopal episodes and presented to the hospital. Interrogation of the device with a programmer noted ra threshold measurements had increased and were greater than the programmed output. Review of the most recent right atrial automatic threshold test showed possible ra loss of capture (loc). Boston scientific technical services (ts) discussed the potential that the syncope was related to loc and discussed troubleshooting options. No additional adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received from a health care professional (hcp) that the patient's syncope was determined to be related to dehydration and orthostatic hypotension. The patient was scheduled for in clinic follow up, however, did not present to the appointment. The clinic plans to make attempts to reschedule the patient.